Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the customer did not feel well enough to perform the high pressure test. Paramedics were called to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.